Event description:
It was reported that during insertion into the patient's left tibia the io driver lost power. The paramedic was able to place the io successfully. There was no delay in treatment. The patient expired. However, the medical director stated that the device did not cause or contribute to the patient's death. The driver is stored in a hard black case with the trigger guard on the device. It was noted they did not notice what color the light was on the driver at the time of use, however, when the trigger is pulled currently the light is red. The driver is tested on a weekly basis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the reported complaint could not be confirmed. Verification testing could not be performed because no sample will be returned for evaluation. A review of manufacturing records did not yield any relevant findings. A potential cause could not be determined based on the information provided and without a sample. No further action will be taken.